Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed that the cap weld was broken, causing the rotation pointers to fall off. At this time, the cause of the event is undetermined.

Event description:
It was reported that during a right total knee arthroplasty procedure, the washer that holds the external rotation adjustment together came off and could not be located. An x-ray (a/p and lateral) was taken and the washer could not be seen. The case was completed and the outcome was not affected. Patient was male. Follow-up investigation: the ar-62-63 lot number is 37621632. The device part initially referred to as a washer has been confirmed to be subpart c13345-01 "cap" as referred to on the device assembly instructions diagram for ar-623-63.